Event description:
It was reported that the clip does not open during loading. It occurred twice.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a loose clip. The sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the applier. The same result occurred on the following attempt. Biological material was manually removed from the jaws to test if it was affecting the ability to properly load the clips. On the next attempt, the clip was still unable to load. It appeared that the top jaw was not closing completely. The following clip was also unable to load properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the top jaw was bent and disengaged from the channel which prevented the clips from loading properly. No other damages were observed. It appears that a side load was applied to the top jaw which caused it to bend. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user, including the loose clip that was returned. Based on the observed damage, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not opening" was confirmed based upon the sample received. This sample was reviewed with a r & d engineer. Upon functional inspection, it was found that the top jaw was bent and disengaged from the channel which prevented the clips from loading properly. The damage to the top jaw prevented the jaw from closing properly during the loading of the clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot# 73e1800204 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open during loading. It occurred twice.